Event description:
Soldering defect. Device history record was reviewed, no issue linked with the reported event has been found. Device was reviewed during servicing and multiple error 18 were found. The reported issue of ""multiple error 18" was confirmed. Device was received for evaluation. Internal inspection found the solder from leads on ac inlet to mains board missing. The kit equerre was replaced. Cleaned and performed full control. All equipment now functions as intended and is released for further use. This issue is already known and a CAPA was opened after the manufacturing date of the device.

Event description:
Soldering defect.